Manufacturer narrative:
The harmonic ace instrument has been received; however, the failure analysis evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the distal tip of the harmonic ace instrument that enters the patient was broken during the surgery. A broken cable was noted. It was confirmed that material detached and a fragment fell into the patient. The fragments were removed within the field of vision using other instruments. No post-operative tests were performed. No photos or videos were provided for review. The procedure was completed.